Manufacturer narrative:
Final analysis found that the insulation was abraded at 5.8cm to 6.8cm from the distal tip, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported sensing and capture anomalies. The reported fracture and impedance anomalies were not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead fractured and exhibited high impedance, loss of capture, and loss of sensing. The lead was explanted and replaced. The patient was stable post procedure.